Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had the top compartment door missing. There was no patient involvement. Related to tw# (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional point of contact - name: (B)(6). During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the top compartment door was missing, to fix the issue the fse replaced the top compartment door & lcd screen. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.